Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for out-of-range / high rv defibrillation coil impedance had triggered regarding the right ventricular (rv) lead. The impedance level had exceeded the programmed upper alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.